Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed in order to perform a MRI.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A clinical evaluation indicated that this complaint was reported by the patient who stated that in 2000 he broke his left hip and had three pins implanted. The patient further stated that he experienced necrosis of the hip and the pins were removed in order to perform a MRI. Although requested, no clinical relevant information was provided to conduct a thorough analysis of the reported issue. No medical investigation can be performed at this time. This case can be re-evaluated upon receiving relevant clinical documents. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.